Manufacturer narrative:
Replacement device shipped to site for issue resolution. Medtronic investigation of returned suspect device finds that as reported, the lower joint is difficult to tighten, remaining somewhat movable when completely tightened. There is no apparent physical damage to the instrument. The reported event was confirmed to be caused by a mechanical failure mode. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that during a cranial biopsy procedure a position aiming device would not tighten fully at one of its joints. The medtronic representative reported that the surgeon was able to tighten the device enough to be functional, but was not as tight as normal. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.